Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported: ¿device failed on (B)(6) 2017 around 10pm during emergency c-section, it froze and came up with mixer/vent failure. Customer manually bagged the patient then faulty unit was swapped out with customer's spare device and the surgery was finished ok.¿ no patient injury reported.

Manufacturer narrative:
The electronic log file was available for an initial evaluation. The reported problem could be reconstructed by means of the information stored therein. During the case in question a display controller on the pcb mobi2 (pcb of the display and user interface) started resetting numerous times. For each reset there is a corresponding ¿undefined sw-watchdog reset / warmstart¿ entry stored in the log. The repeated controller resets had no effect on ventilation and monitoring until 10:05p.m. When the reported gas delivery + ventilator fail alarm was generated. Based on the log entries it was concluded that a failure onboard the pcb mobi2 was the root cause for the reported event. The pcb was replaced and tested in a lab device at manufacturer site. These tests have not revealed any deviation from specification. The pcb was operating without errors throughout the entire test procedure. The exact root cause could not be determined exactly, but the log entries clearly indicate that there was at least a temporary disturbance on the pcb mobi2. The pcb was replaced and the device was tested and returned to use. The failure rate of the pcb mobi was rated acceptable. In the case of a gas delivery + ventilator fail alarm, the primus automatically switches to monitoring mode, which remains available. Additionally two prompts appear, advising the operator how to continue: ¿ventilator failure. Only manual ventilation available.¿ and ¿fresh-gas delivery failure. Check vaporizer setting. Open safety o2 control valve and set a sufficient flow.¿ following these instructions enables the user to continue the case.

Event description:
Refer to the initial-report.